Event description:
For the last 30 days my daughter inset 30 from animas for her insulin pump has failed .we normally change her site every 72 hours. Some days we can keep it in for more than 72 hours but rarely do. Average site change is every 3 days. Before 72 hours, my daughter starts running high blood sugars in the 400's. After multiple insulin boluses via the pump, her blood sugar does not come down. She begins to look gray, becomes lethargic, having frequent urination, spilling ketones in her urine and had abdominal pain. We have to remove the site, place a new site and bolus her with insulin subcutaneously. I have notified animas and they suggesting using different site, we already do that, calling the doctor to order site changes every 2 days. I have had to pick my daughter up at school twice in 2 weeks for high blood sugars, the school nurse is not comfortable with her sugars that high. Usually a site change works and she improves. The cost of these inset 30 is a lot of money, we have to pay out of pocket until our deductible is met. If there is a issue with these, they need to be recalled. They are not delivering a product that performs as indicated, it is fraud. I have asked a couple of other parents with children with type 1 diabetes and they have had the same problem. Animas suggested they have their doctor write a prescription for site change every 2 days also.